Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump corrosion near the battery compartment, hard to remove the battery cap, and had a motor error alarm. Customer also reported high and low blood glucose readings from 39 mg/dl to 500 mg/dl. Customer had lost consciousness due to low blood glucose in the past. No high and low blood glucose troubleshooting was performed. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.